Manufacturer narrative:
The device was not returned for analysis. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that it seemed to take the device around 6.5 minutes to give ½ l of saline through an 18g IV using a d-100. There were no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available